Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It reported that when the stent came off of the balloon during preparation. No pt effects were reported. No add'l event or pt info is available.